Manufacturer narrative:
(B)(4). The ventilator unit was returned for investigation. The reported issue could only be confirmed in the event logs. The device was found to function normally. The unit was repaired per service instructions and was returned to the customer.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ht70 plus ventilator started auto cycling and alarmed when placed on patient. The ventilator started to deliver approximately 40 breaths per minute and the display message was garbled. After two attempts to place patient on unit, the patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.